Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1, g2.

Event description:
Patient reported reported ¿rupture¿. This record is for the right-side. Healthcare professional later confirmed "rupture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿. This record is for the right-side. Device remains implanted. It is unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, d1, d4, d6b, h4, h6.

Event description:
Healthcare professional later confirmed "rupture". Device has been explanted and replaced.